Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: "I have a fault with a cyber tm 180. The p309 chiller failed. After a restart the chiller went to defaults. I have updated the parameters (flow, water temperature, fan) and remote start. It seems to work well, except the chiller screen shows arrows down on the step. I think this is due to the set point range (range = 18-30, set temperature = 17).